Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the lead and clik anchor were replaced. Device malfunction was suspected. The patient was reportedly doing well post operatively.

Event description:
A report was received that the patient was not getting adequate stimulation due to contacts out or not being active. It was unknown if the problem was with the leads. The patient will undergo lead revision procedure wherein the lead will be replaced.

Manufacturer narrative:
Sc-2317-70 sn: (B)(4) device evaluation indicated that the x-ray inspection found nine fractured cables at the bent/kinked section of the lead body at the clik anchor site, 1 cm from the set screw mark. There are no exposed cables. In addition, x-ray inspection showed that the cable e1 was fractured right at the weld nugget in the proximal end. Sc-2317-70 sn: (B)(4) a review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was not getting adequate stimulation due to contacts out or not being active. It was unknown if the problem was with the leads. The patient will undergo lead revision procedure wherein the lead will be replaced.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2317-70, serial #: (B)(4), description: infiniontm cx 70 cm lead. Model #: sc-2317-50, serial #: (B)(4), description: infiniontm cx 50 cm lead.

Event description:
A report was received that the patient was not getting adequate stimulation due to contacts out or not being active. It was unknown if the problem was with the leads. The patient will undergo lead revision procedure wherein the lead will be replaced.